Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips scissored on a vessel. The clip was removed and there was no bleeding as a result. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n92u5t. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, 1 clip formed and 1 clip partially formed were returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.